Event description:
Literature was reviewed regarding a delayed intercostal artery laceration and hemothorax. The authors described a patient who presented to the emergency department five days post implant with sharp, constant chest pain and shortness of breath. A chest radiograph showed a change in the position of the right ventricular (rv) lead and interrogation revealed no capture at maximum output and a drop in impedance. An electrocardiogram-gated cardiac computed tomography (CT) angiogram was obtained and confirmed a lead perforation through the apical portion of the rv free wall into the pericardium with a small hematoma at the lead tip and no pericardial effusion. The patient was admitted to the intensive care unit (ICU) for monitoring and subsequently underwent a lead repositioning. The day after the repositioning, another echocardiogram showed a small to moderate pericardial effusion developing and a drop in hemoglobin. A CT image showed a new large left hemothorax and the tract of the perforated lead was found to traverse into the left chest wall with a visibly ruptured and actively bleeding intercostal artery, which was surgically repaired. The lead remains in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: delayed intercostal artery laceration and hemothorax complicating pacemaker implantation¿an unusual life-threatening complication. Heart rhythm case reports. 2025. 11:1050¿1053. Doi: 10.1016/j.hrcr.2025.07.017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.